Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007 patient underwent the following surgeries: 1. Left sided transforaminal lumbar interbody fusions l4-5 and l5-s1. 2. Right sided transpedicular exposures for neural decompression l4-5 and l5-s1. 3. Placement of interbody device at l4-5 and l5-s1. 4. Posterior segmental instrumentation with bilateral pedicle screws at l4, l5 and s1 (legacy), also one cross link. 5. Posterior spinal fusion l4-5 and l5-s1. 6. Neural monitoring. To treat the following pre-op diagnosis: 1. L4-5, l5-s1 degenerative disc disease. 2. L4-5, l5-s1 facet arthropathy. 3. L4-5, l5-s1 stenosis. 4. Lumbar curve. 5. Intractable back and lower extremity pain. Op notes: "...the interspace was sized with trials. Approximately 8 cc of local bone autograft was then placed anteriorly in the disc space followed by a pledget of bmp. The device was then inserted which had been filled with bmp along with some more local bone autograft: the device was recessed several millimeters passed the posterior aspects of the l5 and s1 vertebral bodies. Next identical left sided transforaminal lumbar interbody fusion was performed at l4-6.."."...the sacral ala and transverse processes of l4 and l5 were decorticated. Postemlateral graft: was placed from l4 to the sacrum. This consisted of bmp along with remaining local bone autograft...". The patient was turned supine, awakened in the operating room and transported to the recovery room in stable condition.